Manufacturer narrative:
Investigation: the customer has requested training for the tpe procedure for the staff. Corrective action: an internal CAPA has been initiated to address operator loading of incorrect sets. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported seeing blood in the waste bag during a therapeutic plasma exchange (tpe) procedure. During troubleshooting with a terumo bct clinical specialist, it was found that the operator had set up the tpe procedure with a red blood cell exchange disposable set. The procedure was paused and rinse back to the patient was performed. A correct set was loaded and a tpe procedure was conducted successfully. Per the customer,the patient was fine and no medical intervention was required. Patient information is not available at this time. The customer declined to return the set for investigation.

Manufacturer narrative:
Investigation: a review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the root cause for the blood seen in the waste bag during the tpe procedure was due to operator error in loading an rbcx kit for the tpe procedure.

Event description:
The customer did not respond to attempts to obtain information for the investigation such asprocedural details, patient information, and retraining at the customer's site.

Manufacturer narrative:
Multiple attempts were made to provide retraining to the customer, but went unanswered. A reference guide for the operators was provided to the customer, after not being able set uptraining.